Event description:
It was reported that there was noise, high pacing threshold and evidence of non sustained ventricular tachycardia (vt) due to noise on the right ventricular (rv) lead. It was also noted that there was sensing difficulty. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. The defib conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer insulation had a white substance and cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted the lead had apparent explant damage.